Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple minimum fill notifications occurred after filling multiple cartridges with 200 units of insulin. Additionally, a cartridge was leaking due to the customer overfilling the cartridge. Blood glucose level was 63 mg/dl. Reportedly, a new cartridge was loaded successfully to address the issues.